Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that multiple unsuccessful attempts were made to pass the impella 5.5 through the 10mm graft. The graft was raptured in the attempt to pass 5.5. The graft was repaired and 5.5 case was aborted. Impella cp was successfully inserted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely due to patient condition.